Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up on (B)(6) 2009, the physician reported: an oversensing episode (dated (B)(6) 2009 10:36). Warning messages that were displayed and which seem to be inadequate: high atrial lead impedance, high ventricular lead impedance, chargings aborted (charge statistics seem inadequate as well). These inadequate values appeared only in the two last pt report files created that day (15:22 and 15:47). Upon initial interrogation on that day, no anomaly was observed.